Event description:
It was reported to medtronic minimed that the customer experienced a crack in the pump, the buttons were unresponsive, slower rewind, battery life not lasting, the need for multiple rewinds with each reservoir change, and a dimmer backlight. The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the sleep current test, active current test, self test, displacement test, rewind test, prime/seating test, basic occlusion test and force sensor test. No rewind anomaly noted during testing. No display anomalies noted during testing. Adjusted brightness on pump successfully. Pump history files and traces successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. During download history review, normal low battery alerts occurred 12/19/2025 16:33:00, 12/07/2025 10:16:00 and 11/12/2025 19:23:00. Battery cycle 72.0 received the lowbatteryalert (104) on 12/19/2025 16:33:00 after more than 7 days at 12.19 days. Battery cycle 71.0 received the lowbatteryalert (104) on 12/07/2025 10:16:00 after more than 7 days at 12.93 days. Battery cycle 69.0 received the lowbatteryalert (104) on 11/12/2025 19:23:00 after more than 7 days at 12.42 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case, battery tube threads - cracked, cracked case (battery tube) and label damage (stained). The customer¿s alleged rewind anomaly, unresponsive buttons, charge/battery lasts less than expected and back light anomaly were not confirmed during analysis. Customer did not experience an unexpected power loss of less than 7 days per the pump history. Cosmetic damage confirmed at the battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.